Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wire of the tenaculum forceps instrument was broken. The procedure was aborted with no patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during retraction. The issue was not related to the movement of the instrument. There were no cables protruding from the distal tip of the instrument. No fragment fell into the patient's anatomy. The instrument was inspected prior to use and no damage was observed.